Manufacturer narrative:
Investigation could not replicate the reported fault and the device performed to specification throughout. However, given the nature of the reported fault the investigation concluded an intermittent fault with the reed switch, which controls whether the devices recognises an adult or child pad-pak, was likely the caused of the reported fault. If an child patient is detected but an adult is connected, the higher the impedance the lower the shock energy. There is potential to cause an adverse event but it is dependent on both the impedance of the patient and the switch failing.

Event description:
There is potential that adequate defibrillation will not be delivered if the device is unable to detect an adult pad-pak when inserted.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion of the investigation a supplemental report will be submitted.

Event description:
There is potential that adequate defibrillation will not be delivered if the device is unable to detect an adult pad-pak when inserted.